Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) on the homechoice (hc) machine during use. The technical service representative (tsr) assisted the home patient (hp) as the tsr informed the hp of the alarm's meaning. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6) 2011. The nurse stated the following: the event was reported by the hp. The patient has been doing fine with therapy since the event. The nurse did not know what caused the alarm. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The complaint was not confirmed and the cause was undetermined. A batch review was not performed as the lot number was unknown. Additional investigation is being conducted through CAPA renq-(B)(4).